Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. It was responsible for left and right movement of the jaws. A backup retractor was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality.